Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) continu-flo sets experienced leaks due to not having luer valves. An alligator clip was used to attach a piggyback and a chemotherapy spill occurred as a result. There was no report of patient injury or medical intervention associated with this event. No additional information is available.